Event description:
Dr was attempting to advance the filter through the introducer with the implantation cannula using a right-sided femoral approach. As he advanced the filter through the introducer, the filter perforated the introducer outside the pt's body. The entire unit was withdrawn without complication. Date device expires: 3/20/2001.